Manufacturer narrative:
Medical devices cont: 5076-52 lead, implanted (B)(6) 2004. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) went to elective replacement indicator (eri) sooner than expected and that the device had experienced a reset and displayed invalid data as a result. It was also indicated that the right atrial (ra) lead exhibited high threshold. The device was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.